Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged due to lack of patient compliance with charging. The manufacturer representative was unable to recapture the ins with the antenna locate feature. A 60 minute trickle charge was performed, but the manufacturer representative was unable to charge the ins to 25% to clear the power on reset (por) screen. It was noted that the manufacturer representative tried for two hours. The patient planned to attempt another trickle charge at home. The patient was told to charge the battery fully on the day of the appointment and then to keep it charged daily as the battery had been weakened. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-22. The rep stated that they called the patient the next day. The patient continued charging at home but never could get the battery to even fill to 25%. The patient then gave up and was not going to try anymore. The issue has not been resolved, but the rep was not sure if they planned on replacing or explanting the system. The doctor is aware of the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient tried to continue charging at home on (B)(6)2017. The rep spoke to the patient and said it was the same and they never could obtain a charge. The issue was not resolved. The healthcare provider (hcp) was made aware. The rep said the patient may be a candidate for replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.